Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that, when moving the mobile view station (mvs) from the storage area to the room, the mvs powered down after being unplugged from the wall. When the system was brought back into the room, it was noted that the two systems were powered back on and the pendant on the imaging system was unresponsive. The site rebooted the system and the issue was resolved. There was no patient present when this issue occurred. Manufacturer representative suspects that the mvs was left unplugged too long earlier and when plugged back in to the wall for use it did not have long enough to charge back up before being unplugged again so mvs shut down due to low ups battery as the site have done this many times before. Additional information received. Site reported that the system has been working since the complaint and service is no longer needed by the site at this time.